Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Information received from our company representative stated that the call was canceled by the customer. No additional information is available. No logs are available. Based on the above information, the cause of the reported event has not been determined. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).